Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the ra125400 g1 circuit board, ra177000 qb circuit board, rl070600 h circuit board, and ra126400 in/out sheet were needed to be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition lcd monitor had no power supply detected. The issue was found during preparation for use for a diagnostic oesophagogastroduodenoscopy and was completed with another system with no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, monitor does not power up and no image occurred due to failure of the printed-circuit board (g1) and quantum (qb) board. The cause of the faulty g1 and qb boards could not be identified. Olympus will continue to monitor field performance for this device.